Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during the procedure, when pullback was performed in the left main (lm) and circumflex (cx) to assess an intermediate lesion in the cx. The software recognized a stent in the cx, where a stent was not implanted. While the stent in the lm was correct (a lm-lad stent was implanted), a stent in the cx appeared as well. It seems as if the guidewire was mistaken for a stent strut in the cx. Furthermore, the minimal lumen area (mla) shown in the lesion was around 1.41 mm2, therefore the physician stented that lesion with a 3.5x23 mm stent, based on the information given by the optical coherence tomography (oct) run (external elastic lamina visible). The stent looked oversized, and a distal dissection occurred. Nitrates were given without improvement; therefore, another stent was implanted in the distal cx to treat the dissection. The physician feels insecure and not confident with the software for oct guidance of percutaneous coronary intervention. A software bug is suspected. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation; however, system logs were provided. A review of the finished product device history record (DHR) for this lot revealed no associated manufacturing nonconformities issued to the reported lot. Corrective and preventive actions (CAPA) and software change request (scr) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and results of the complaint investigation, of the reported incorrect, inadequate or imprecise result or readings resulting in unexpected medical intervention (need for an additional stent to treat the dissection) and medication required (administration of nitrates) is due to a software bug. System logs were provided and were reviewed by software research and development, the review of the system logs determined the issue to be a software bug. Software change request has been created to address the software bug. There is no indication of a product quality issue with respect to manufacture, design, or labeling, therefore, no corrective action is required.